Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system went into standby mode at less than 100,000 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the glass cap is broken in two locations; at the transition zone and proximal to the fusion zone. The glass cap and fiber between the two fracture locations is missing; there was no indication or report of any part of the device remaining inside the patient. The fiber proximal to fracture can rotate independently of metal cap. Charring and detritus were also observed on the metal cap. The identified issues may activate the systems fiberlife function which would modulate the power showing a pulsing beam and decreased tissue vaporization efficiency or the system would be placed into standby mode. The fiber/cap condition would result in forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered the procedure.